Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study on (B)(6) 2018 regarding a patient receiving compounded baclofen (1000mcg/ml at 77.9mcg/day), fentanyl (795.0 mcg/ml at 61.93mcg/day), and bupivacaine (5.0mg/ml at 0.3895 mg/day) via an implanted infusion pump. The indication for use was intractable spasticity. It was reported the patient had a revision on (B)(6) 2017. It was later reported that the reason for the last revision was a relocation of the pump to the right thigh. No symptoms were reported. The outcome of the event was unknown. The programming date from the most recent refill prior to the event was (B)(6) 2017 at 13:40. The event date was (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
Should be adverse event only not adverse event and product problem. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the issue was possibly related to the drug baclofen. It was noted the issue resolved without sequelae on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated to reflect the patient's weight at the time of the event. Updated to reflect the information received on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2018 (hcp, (B)(6)): additional information was received from a healthcare provider via a clinical study on (B)(6) 2018. The patient's weight at the time of the event was provided.